Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set cannula bent event on (B)(6) 2026. The insertion site was in stomach. The infusion set was in use for few hours. The blood glucose level was high (specific value unknown) and treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin delivery successfully. No further information available.